Manufacturer narrative:
Additional information: according to the received information from the field, in situ measurements point to a possible device malfunction. However, to determine an exact root cause investigation of the explanted device would be necessary. Re-implantation is considered but not scheduled yet.

Event description:
The user does no longer respond to any sounds with the device. Re-implantation is considered but not scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user does not respond to any sounds with the device.

Event description:
The user does no longer respond to any sounds with the device. The user has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation revealed the substrate of the device' circuitry to be broken. The investigation results appear to match the problems mentioned in the recipient report. The exact reason why the crack occurred cannot be determined, however a review of the DHR has been performed and no abnormality was revealed, thus the device was released according to specifications. This is a final report.